Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing, the pump would stop the fill tubing at 9.8 units of insulin. Reportedly, the cartridge was filled with 300 units of insulin. Customer's blood glucose level was within target range. The customer was able to load a new cartridge successfully.